Manufacturer narrative:
Device evaluation: no product was returned. The investigation determined the most probable cause to be the pump's motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 1870. Troubleshooting was performed and the pump continued to alarm. No patient injury was reported.